Manufacturer narrative:
An event of retraction problem (a small gap remained between the nose cone and valve capsule) was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported retraction problem could not be conclusively determined. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure the valve was unable to be fully re-captured. The micro-adjustment wheel was used to pull the distal end of the delivery system into the ascending aorta. A small gap remained between the nose cone and valve capsule. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision valve and large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.